Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that they continued to try and were able to find the correct location to keep the antenna. They used antenna locator on the patient's charger which helped. Issue has been resolved per patient. This information has been confirmed by physician/ account.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having issues with charging. The recharger started on 8 bars but moved to 2 bars and everything in between. The representative observed the changes in charging bars with no patient positional changes in the clinic. The patient had not charged for about a month due to recharging difficulty. No symptoms or further complications reported.